Event description:
The initial report stated that during an abdominal hysterectomy the device stopped working. A new device was used to complete the procedure. There was no patient injury. The incident device was returned and a visual inspection revealed that the jaw wire was bare.

Manufacturer narrative:
A visual inspection of the incident device found that the device was heavily used and there is exposed bare wire near the jaw. The wire contained within the overmold was assembled improperly, resulting in a short shot where the overmold was thin in this area. Engineering confirmed that the wire broke through the outer surface of the overmold and was abraded and broken. Engineering noted that this is an isolated incident. Manufacturing has been notified.